Manufacturer narrative:
No further information is currently available. Upon receipt on new information, a supplemental will be sent. (B)(4).

Event description:
The customer reported that iabp therapy was started in combination with pcps. Just after insertion of iab catheter, "augmentation below limit set" was generated repeatedly. Then, "check iab catheter" was generated repeatedly. Although the iabp was replaced with a system 98, the error messages were not disappeared. The competitor's iab catheter was removed. 26 hours after the iab catheter was removed, the patient died. The cause of the patient's death is unk.